Event description:
During lithotripsy, laser fibers not providing enough power to break stones. Equipment testing done by boston scientific on laser machine and no issues found, so was felt to be the fibers (2 from same lot).